Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred (alarm 30). The customer reverted to manual injections for insulin therapy. No impact to the customer¿s blood glucose level.